Event description:
The customer reported that when the ventilator was powered on it went vent inop and alarmed. There was no pt involvement vent inop, when in use, will stop providing ventilatory support to the pt. Respironics service technician verified the reported complaint. The service technician reported the cable between the power supply and the blower controller pcb had overheated and damaged the power supply connector and cable. This problem during use could result in the shut down the ventilator. The service technician replaced the cable and the power supply. Performance verification testing was performed and passed per operating specifications.